Event description:
Patient¿s saturation percent dropped to 66 percent, patient assessment revealed ventilator error code 20005. Ventilator not ventilating patient. Removed vent from service and quarantined for review by manufacturer.